Manufacturer narrative:
The pump was received with blank display due to missing battery tube spring. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify low battery alarm due to blank display. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's battery was low after setting time and self-test. It was reported that their blood glucose was normal. No further information provided.